Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook memory ii double lumen extraction basket. It was reported that to extract the biliary stones, the user [physician] opened the package and operated the handle to retract the basket into the sheath. There was no resistance or other problem at this time. Then he inserted the device into the bile duct but the handle wouldn't move. Then he added force to move the handle and the handle moved. But the basket didn't come out from the sheath tip. He replaced it with another memory ii double lumen extraction basket and this had no problem to use and the procedure was completed. There was no reportable information at that time. The device was returned on 09/03/2021 for evaluation and it was noted that the drive wire had separated from the handle with nesting in the purple hub [subject of the report]. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in an open pouch from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved determined drive wire separation. The device was returned with the basket fully retracted and a clear liquid inside the the tubing. The handle moved freely and when manipulated the basket would not move. The handle was disassembled and it was noted that the drive wire has separated from the handle with nested of the wire noted in the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The basket was fully formed and intact, and evidence of solder was present on the handle cannula at the joint. The drive wire near the distal end was slightly bend near the crimp location, and there was an unknown yellow substance on the distal tip of the basket. No other anomalies were detected with the devices. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: the report of unable to open the basket was due to a separation of the device in the handle. The cause of the separation is unknown. The instructions for use indicates: "advance device through channel, in short increments, until basket sheath exits endoscope." The instructions for use also states: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Basket deployment difficulties and buckling/breaking of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.